Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they let their stimulator run out of juice and it was like that for a month probably and now they can't get it to work. Patient said they charged the controller back up but it's not working. Agent asked patient to connect with the controller and controller showed no device found. Patient pressed recharge and got poor recharging quality. Patient then said the controller and implant battery was at 90% and the implant battery was not discharging like it should. Agent walked patient through turning stimulation on. The troubleshooting steps that were taken on the call resolved the issue. Patient rep called stating the patient was having trouble with the controller again and said they called once last week about this (documented in this case). Agent tried to clarify the issue and patient could be heard in the background saying to caller that it wasn't discharging, then said the implant wasn't charging. Patient had taken battery pack out of controller and agent had patient reinsert during the call, and saw memory problem. Caller set the time and then unlocked and described stimulation was off and the implant battery was full. Agent reviewed the stimulator did seem to charge and asked caller if patient meant the implant battery wasn't discharging. Caller thinks that was what patient meant. Agent reviewed how to turn stim back on. Caller confirmed stim was on, but patient wasn't feeling stim (caller said patient did feel stim prior to this). Agent reviewed how to adjust stimulation levels on the controller, and redirected to doctor to further address stimulation if they weren't able to find a level that worked for patient. Agent also reviewed implant battery should start to decrease like normal now that stim was back on.